Manufacturer narrative:
(B)(4): eval, results: death. Pt suffered from unstable ap, niddm, hp, hl, leg vascular abnormality, previous peripheral vascular disease and abnormal renal function. Eval, conclusions: pt's condition predisposed event.

Event description:
The physician successfully implanted two overlapping endeavor sprint rapid exchange (rx) drug-eluting stents to the proximal right - mid-right; a 3.0mm diameter x 24mm length and a 3.0mm diameter x 15mm length (MFR report# 2953200-2011-00138) endeavor sprint rapid exchange (rx) drug-eluting stents. Ivus confirmed complete apposition of the stents to the vessel wall. Post-dilatation took place using a 3.0 x 15mm for (B)(4) and for (B)(4), pre-dilatation took place using a 3.0 x 10mm and post-dilatation using 3.0 x 10mm. The stents were reported to be successfully deployed with 0% residual stenosis. Approximately ten days post index procedure, the pt was admitted to hospital with a decreased level of consciousness, a worsening respiratory status, along with vf during analysis. The pt passed away the same day. The physician commented that there was no causal relation between the death and the device and although the root cause could not be identified, the decreased blood pressure prior to the event, or residual stenosis might have had some bearing on the event.